Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of having lesions on lungs. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of having lesions on lungs. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found dust-like beige contamination observed in the blower, blower box, near air intake and sd cover flip door near intake and dust-like contamination observed within enclosure under blower box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 4 errors. The device was applied power and the device operated properly. The manufacturer concludes contaminants found were consistent with dust-like beige contamination in the blower, blower box, near air intake, sd cover flip door near intake and within enclosure under blower box. The manufacturer concludes there was no evidence of sound abatement foam degradation. In this report, section d9, g3, h3, h6 has been updated or corrected.